Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.